Event description:
Medical records were received of the patient's annual doctor visits between two and five years after the index procedure. Two years after the index procedure the patient complained of numbness in hands at night, has carpal tunnel syndrome and diabetes (diet controlled). Five years after the index procedure the patient reported tingling in both hands and finger tips.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received. As reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, history includes a total knee replacement, prostate cancer, former smoker, and allergies to cholesterol medications. Approximately two months after the knee replacement, the patient presented with pain in the left lower extremity/calf pain. An ultrasound revealed deep vein thrombosis in the leg. The patient was admitted and started on anticoagulation therapy. The following day the inferior vena caval filter was implanted. Satisfactory post-deployment appearance was achieved. The patient tolerated the index procedure well. The filter subsequently malfunctioned, and caused injury and damages to the patient including, but no limited to, perforation of the ivc and retroperitoneal hemorrhaging. Per the medical records, one year and nine months after the index procedure, the patient was seen by a physician for a follow up visit after a left side total knee replacement. The patient continued to have arthritis in his right knee. There was no evidence of deep vein thrombosis or infection at that time. Seven years and six months after the index procedure, the patient was diagnosed with shingles after experiencing a rash for three days. Per the medical records, six years and one month after the index procedure, the patient submitted to an ultrasound and x-rays. The ultrasound revealed a single liver cyst and that the inferior vena cava was 1.5 cm and patent. The c-spine x-ray revealed mild to moderate disc narrowing at the c5-c6 and c6-c7 levels with some anterior spur formation or cervical spondylosis. The chest x-ray revealed no active pulmonary pathology. Seven years and seven months after the index procedure, the patient had a follow up dermatology visit for post herpetic neuralgia on scalp, neck and shoulder following shingles. During his examination the doctor noted that the patient had moderate/mild actinic damage in general. Eight years, eight months and eleven days after the index procedure, the patient was admitted to the hospital. The patient reported two episodes of lightheadedness with diaphoresis, brief chest pains and a recent urinary tract infection (uti) for one week. In the emergency department, orthostatic hypotension was treated with fluids. It was noted that the inferior vena cava filter was still in place. The next day the patient went into hypovolemic shock requiring code blue resuscitation. The patient was intubated and moved to the intensive care unit. The medical team documented that the source of bleeding was unidentified multisystem failure. The patient also experienced acute respiratory failure, hemorrhagic shock, acute renal failure and encephalopathy. Multiple resuscitation events were done, and after consult with the family, the code was stopped. Per the death certificate, the cause of death was massive retroperitoneal hemorrhage, perforation of the vena cava walls, with over expanded inferior vena cava filter. An independent autopsy was conducted. The final anatomic diagnoses: perforation of the inferior vena cava by the inferior vena cava filter, recent thrombosis of the inferior vena cava filer, recent retroperitoneal hemorrhage (approximately 2000-3000cc diffuse), ascites of bloody fluid, moderate to severe cardiomyopathy, atherosclerosis of the left coronary artery and iliac arteries, microradiation of the prostate and anthracosis of the lung. Per the autopsy, the cause of death was the large retroperitoneal hemorrhage. The origin of the hemorrhage was perforation of the inferior vena cava by the distended filter rods. The rods were distended with large blood clots most probably originating in the lower limbs. Additional information received per the medical records indicate that eight years and one month after the index procedure the patient submitted to a chest and right knee x-ray. The knee images revealed severe osteoarthritis of the right knee. The chest images reveal no acute disease. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava perforation leading to death, hemorrhage retroperitoneal leading to death, orthostatic hypotension, hypovolemic shock, and multi organ failure are known potential events associated to the use of the ivc filter devices. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that six years and one month after the index procedure the patient submitted to an ultrasound and x-rays. The ultrasound revealed a single liver cyst and that the inferior vena cava was 1.5 cm and patent. The c-spine x-ray revealed mild to moderate disc narrowing at the c5-c6 and c6-c7 levels with some anterior spur formation or cervical spondylosis. The chest x-ray revealed no active pulmonary pathology. Additional information received per the medical records indicate that eight years and one month after the index procedure the patient submitted to a chest and right knee x-ray. The knee images revealed severe osteoarthritis of the right knee. The chest images reveal no acute disease. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information received per medical records indicate that six years and six days post implantation the patient underwent a noninvasive peripheral arterial study. The study noted that there was flow obstruction in the left foot. As reported, the patient had placement of the trapease inferior vena cava filter. The filter subsequently malfunctioned, and caused injury and damages to the patient including, but no limited to, perforation of the ivc and retroperitoneal hemorrhaging. The patient expired approximately eight years and eight months post implantation. Per the medical records, history includes total knee replacement, prostate cancer, former smoker, and allergies to cholesterol medications. Approximately two months after the knee replacement, the patient presented with pain in the left lower extremity/calf pain. An ultrasound revealed that the leg had deep vein thrombosis. The following day an ivc filter was implanted. Satisfactory post-deployment appearance was achieved. Approximately 9 years post implant, the patient was admitted after two episodes of lightheadedness with diaphoresis, brief chest pains and a recent urinary tract infection (uti) for one week. In the ER, orthostatic hypotension was treated with fluids. It was noted that the inferior vena cava filter was still in place. The next day the patient went into hypovolemic shock requiring code blue resuscitation, intubation and then moved to the intensive care unit. Bleeding from an unidentified multisystem failure was noted. The diagnoses were acute respiratory failure, hemorrhagic shock, acute renal failure and encephalopathy. Multiple resuscitation events were performed and eventually stopped. Per the death certificate, the cause of death was massive retroperitoneal hemorrhage, perforation of the vena cava walls, with over expanded inferior vena cava filter. An independent autopsy was conducted. The final anatomic diagnoses: perforation of the inferior vena cava by the inferior vena cava filter, recent thrombosis of the inferior vena cava filer, recent retroperitoneal hemorrhage (approximately 2000-3000cc diffuse), ascites of bloody fluid, moderate to severe cardiomyopathy, atherosclerosis of the left coronary artery and iliac arteries, microradiation of the prostate and anthracosis of the lung. Per the autopsy, the cause of death was the large retroperitoneal hemorrhage. The origin of the hemorrhage was perforation of the inferior vena cava by the distended filter rods. The rods were distended with large blood clots most probably originating in the lower limbs. One year and nine months after the index procedure, the patient was seen for a follow up visit of left side total knee replacement, continued arthritis in right knee. There was no evidence of deep vein thrombosis or infection at that time. Seven years and six months after the index procedure, the patient was diagnosed with shingles after experiencing a rash for three days. Seven years and seven months after the index procedure, the patient had a follow up dermatology visit for post herpetic neuralgia on scalp, neck and shoulder following shingles. During his examination the doctor noted that the patient had moderate/mild actinic damage in general. Per medical records, six years post implantation, the patient had a noninvasive peripheral arterial study that noted that there was flow obstruction in the left foot. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. It was reported that there was perforation of the ivc and surrounding structures contributing to death. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Retroperitoneal hemorrhage, orthostatic hypotension, hypovolemic shock, multisystem failure and peripheral artery occlusion are known potential adverse events associated with the use of ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned, and caused injury and damages to the patient including, but no limited to, perforation of the ivc and retroperitoneal hemorrhaging. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Hemorrhage, associated to perforation, is a known potential adverse event associated with the use of the ivc filter devices. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was provided and is available in section d4 (model, catalog). No subsequent information is available at this time.

Manufacturer narrative:
As reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, history includes a total knee replacement, prostate cancer, former smoker, and allergies to cholesterol medications. Approximately two months after the knee replacement, the patient presented with pain in the left lower extremity/calf pain. An ultrasound revealed deep vein thrombosis in the leg. The patient was admitted and started on anticoagulation therapy. The following day the inferior vena caval filter was implanted. Satisfactory post-deployment appearance was achieved. The patient tolerated the index procedure well. The filter subsequently malfunctioned, and caused injury and damages to the patient including, but no limited to, perforation of the ivc and retroperitoneal hemorrhaging. Per the medical records, one year and nine months after the index procedure, the patient was seen by a physician for a follow up visit after a left side total knee replacement. The patient continued to have arthritis in his right knee. There was no evidence of deep vein thrombosis or infection at that time. Seven years and six months after the index procedure, the patient was diagnosed with shingles after experiencing a rash for three days. Per the medical records, six years and one month after the index procedure, the patient submitted to an ultrasound and x-rays. The ultrasound revealed a single liver cyst and that the inferior vena cava was 1.5 cm and patent. The c-spine x-ray revealed mild to moderate disc narrowing at the c5-c6 and c6-c7 levels with some anterior spur formation or cervical spondylosis. The chest x-ray revealed no active pulmonary pathology. Seven years and seven months after the index procedure, the patient had a follow up dermatology visit for post herpetic neuralgia on scalp, neck and shoulder following shingles. During his examination the doctor noted that the patient had moderate/mild actinic damage in general. Eight years, eight months and eleven days after the index procedure, the patient was admitted to the hospital. The patient reported two episodes of lightheadedness with diaphoresis, brief chest pains and a recent urinary tract infection (uti) for one week. In the emergency department, orthostatic hypotension was treated with fluids. It was noted that the inferior vena cava filter was still in place. The next day the patient went into hypovolemic shock requiring code blue resuscitation. The patient was intubated and moved to the intensive care unit. The medical team documented that the source of bleeding was unidentified multisystem failure. The patient also experienced acute respiratory failure, hemorrhagic shock, acute renal failure and encephalopathy. Multiple resuscitation events were done, and after consult with the family, the code was stopped. Per the death certificate, the cause of death was massive retroperitoneal hemorrhage, perforation of the vena cava walls, with over expanded inferior vena cava filter. An independent autopsy was conducted. The final anatomic diagnoses: perforation of the inferior vena cava by the inferior vena cava filter, recent thrombosis of the inferior vena cava filer, recent retroperitoneal hemorrhage (approximately 2000-3000cc diffuse), ascites of bloody fluid, moderate to severe cardiomyopathy, atherosclerosis of the left coronary artery and iliac arteries, microradiation of the prostate and anthracosis of the lung. Per the autopsy, the cause of death was the large retroperitoneal hemorrhage. The origin of the hemorrhage was perforation of the inferior vena cava by the distended filter rods. The rods were distended with large blood clots most probably originating in the lower limbs. Additional information received per the medical records indicate that eight years and one month after the index procedure the patient submitted to a chest and right knee x-ray. The knee images revealed severe osteoarthritis of the right knee. The chest images reveal no acute disease. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava perforation leading to death, hemorrhage retroperitoneal leading to death, orthostatic hypotension, hypovolemic shock, and multi organ failure are known potential events associated to the use of the ivc filter devices. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned, and caused injury and damages to the patient including, but no limited to, perforation of the ivc and retroperitoneal hemorrhaging. As a direct and proximate result of these malfunctions, the patient expired approximately eight years and eight months post implantation.   Additional information received per the medical records indicate that the patient has a history of a total knee replacement, prostate cancer and he was a former smoker.  Approximately two months after the knee replacement, the patient presented to his orthopedic doctor¿s office with pain in the left lower extremity/calf pain.  The patient was sent directly to the hospital from the doctor¿s office.  An ultrasound revealed that the leg had deep vein thrombosis.    The patient was admitted to the hospital and started on anticoagulation therapy.  The following day an inferior vena caval filter was implanted.  Satisfactory post-deployment appearance was achieved. The patient tolerated the index procedure well.   Eight years, eight months and eleven days after the index procedure, the patient was admitted to the hospital.  The patient reported two episodes of lightheadedness with diaphoresis, brief chest pains and a recent urinary tract infection (uti) for one week. In the emergency department, orthostatic hypotension was treated with fluids. It was noted that the inferior vena cava filter was still in place. The next day the patient went into hypovolemic shock requiring code blue resuscitation.  The patient was intubated and moved to the intensive care unit. The medical team documented that the source of bleeding was unidentified multisystem failure.  The patient also experienced acute respiratory failure, hemorrhagic shock, acute renal failure and encephalopathy.  Multiple resuscitation events were done, and after consult with the family, the code was stopped.    Per the death certificate, the cause of death was massive retroperitoneal hemorrhage, perforation of the vena cava walls, with over expanded inferior vena cava filter.   An independent autopsy was conducted.  The final anatomic diagnoses:  perforation of the inferior vena cava by the inferior vena cava filter, recent thrombosis of the inferior vena cava filer, recent retroperitoneal hemorrhage (approximately 2000-3000 cc diffuse), ascites of bloody fluid, moderate to severe cardiomyopathy, atherosclerosis of the left coronary artery and iliac arteries, micro radiation of the prostate and anthracosis of the lung.    Per the autopsy, the cause of death was the large retroperitoneal hemorrhage.  The origin of the hemorrhage was perforation of the inferior vena cava by the distended filter rods. The rods were distended with large blood clots most probably originating in the lower limbs. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned, and caused injury and damages to the patient including, but no limited to, perforation of the ivc and retroperitoneal hemorrhaging. As a direct and proximate result of these malfunctions, the patient expired. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported filter perforation of the ivc could not be confirmed. A clinical conclusion could not be determined as to the cause of the event. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter on (B)(6) 2008. The filter subsequently malfunctioned, and caused injury and damages to the patient including, but no limited to, perforation of the ivc and retroperitoneal hemorrhaging. As a direct and proximate result of these malfunctions, the patient expired.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of a total knee replacement, prostate cancer and former smoker. Approximately two months after knee replacement, the patient presented with pain in the left lower extremity/calf pain. The patient was admitted to the hospital, and an ultrasound revealed that the leg had deep vein thrombosis. The patient was started on anticoagulation therapy, and the next day, an inferior vena caval filter was implanted. Satisfactory post-deployment appearance was achieved. The patient tolerated the index procedure well. The filter subsequently malfunctioned, and caused injury and damages to the patient including, but no limited to, perforation of the ivc and retroperitoneal hemorrhaging. As a direct and proximate result of these malfunctions, the patient expired approximately eight years and eight months post implantation. Eight years, eight months and eleven days after the index procedure, the patient was admitted to the hospital secondary to two episodes of lightheadedness with diaphoresis, brief chest pains and a recent urinary tract infection (uti). In the ER, orthostatic hypotension was treated with fluids. It was noted that the inferior vena cava filter was still in place. The following day, the patient had hypovolemic shock requiring code blue resuscitation. The patient was intubated and moved to the intensive care unit. The medical team documented that the source of bleeding was unidentified multisystem failure. The patient also experienced acute respiratory failure, hemorrhagic shock, acute renal failure and encephalopathy. Multiple resuscitation events were done, and after consult with the family, the code blue efforts were stopped. Per the death certificate, the cause of death was massive retroperitoneal hemorrhage, perforation of the vena cava walls, with over expanded inferior vena cava filter. An independent autopsy was conducted with final anatomic diagnoses: perforation of the inferior vena cava by the inferior vena cava filter, recent thrombosis of the inferior vena cava filer, recent retroperitoneal hemorrhage (approximately 2000-3000cc diffuse), ascites of bloody fluid, moderate to severe cardiomyopathy, atherosclerosis of the left coronary artery and iliac arteries, microradiation of the prostate and anthracosis of the lung. Per the autopsy, the cause of death was the large retroperitoneal hemorrhage. The origin of the hemorrhage was perforation of the inferior vena cava by the distended filter rods. The rods were distended with large blood clots most probably originating in the lower limbs. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and adjacent structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Hemorrhage and the resulting hypotension / hypovolemic shock associated to the perforation of the ivc are known potential adverse events associated to the use of the ivc filter. Multisystem organ failure following hemorrhage and hypovolemic shock is a known event. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that one year and nine months after the index procedure, the patient was seen by a physician for a follow up visit after a left side total knee replacement. The patient continued to have arthritis in his right knee. There was no evidence of deep vein thrombosis or infection at that time. Seven years and six months after the index procedure, the patient was diagnosed with shingles after experiencing a rash for three days. Seven years and seven months after the index procedure, the patient had a follow up dermatology visit for post herpetic neuralgia on scalp, neck and shoulder following shingles. During his examination the doctor noted that the patient had moderate/mild actinic damage in general. The patient was given a medication regiment for symptom management. As reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of a total knee replacement, prostate cancer and he was a former smoker. Approximately two months after the knee replacement, the patient presented to his orthopedic doctor¿s office with pain in the left lower extremity/calf pain. An ultrasound revealed deep vein thrombosis. The following day an inferior vena caval filter was implanted. Satisfactory post-deployment appearance was achieved. The patient tolerated the index procedure well. The filter subsequently malfunctioned, and caused injury and damages to the patient including, but no limited to, perforation of the ivc and retroperitoneal hemorrhaging. As a direct and proximate result of these malfunctions, the patient expired approximately eight years and eight months post implantation. Additional information received per the medical records indicate that one year and nine months after the index procedure, the patient was seen by a physician for a follow up visit after a left side total knee replacement. The patient continued to have arthritis in his right knee. There was no evidence of deep vein thrombosis or infection at that time. Seven years and six months after the index procedure, the patient was diagnosed with shingles after experiencing a rash for three days. Seven years and seven months after the index procedure, the patient had a follow up dermatology visit for post herpetic neuralgia on scalp, neck and shoulder following shingles. During his examination the doctor noted that the patient had moderate/mild actinic damage in general. The patient was given a medication regiment for symptom management. Eight years, eight months and eleven days after the index procedure, the patient was admitted to the hospital, reporting two episodes of lightheadedness with diaphoresis, brief chest pains and a recent urinary tract infection (uti) for one week. In the emergency department, orthostatic hypotension was treated with fluids. It was noted that the inferior vena cava filter was still in place. The next day the patient went into hypovolemic shock requiring code blue resuscitation. The patient was intubated and moved to the intensive care unit. The source of bleeding was unidentified multisystem failure. The patient also experienced acute respiratory failure, hemorrhagic shock, acute renal failure and encephalopathy. Multiple resuscitation events were done, and after consult with the family, the code efforts were stopped. Per the death certificate, the cause of death was massive retroperitoneal hemorrhage, perforation of the vena cava walls, with over expanded inferior vena cava filter. An independent autopsy was conducted. The final anatomic diagnoses: perforation of the inferior vena cava by the inferior vena cava filter, recent thrombosis of the inferior vena cava filer, recent retroperitoneal hemorrhage (approximately 2000-3000cc diffuse), ascites of bloody fluid, moderate to severe cardiomyopathy, atherosclerosis of the left coronary artery and iliac arteries, microradiation of the prostate and anthracosis of the lung. The origin of the hemorrhage was perforation of the inferior vena cava by the distended filter rods. The rods were distended with large blood clots most probably originating in the lower limbs. The filter is unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and adjacent structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Hemorrhage and the resulting hypotension / hypovolemic shock associated to the perforation of the ivc are known potential adverse events associated to the use of the ivc filter. Multisystem organ failure following hemorrhage and hypovolemic shock is a known event. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.